Event description:
A user facility's clinic manager (cm) reported that a fresenius combiset transducer was undersized allowing the arterial chamber to draw in air. It is unknown when the issue happened. There was no patient involvement, serious injury, adverse event or medical intervention reported. The new smaller transducers were replaced with the old model to resolve the issue. The complaint device is not available to be returned to the manufacturer for evaluation. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.